Event description:
The stylet separated from the needle upon activation of the safety device.

Manufacturer narrative:
H3 - the sample has been received and is currently being documented. A supplemental report will be submitted upon completion of the investigation.